Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had an under delivering. Customer¿s high blood glucose level was 400 mg/dl at the time of incident. Customer¿s current blood glucose value was 410 mg/dl. Customer treated with manual injection for high blood glucose. Customer was alleging the insulin pump because the customer has been doing manual injections and his blood glucose goes down to a normal range and then the customer just relies on the insulin pump that his blood glucose was rise. Customer stated that the drive support cap was normal. The product will not return for the analysis.